Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose event. The customer's blood glucose was 414 mg/dl at the time of the event. At the time of the call, their blood glucose was 314 mg/dl. The customer reported experiencing nausea as a result of their high blood glucose. The customer was treated with a manual injection of insulin via syringe. Troubleshooting was done for the high blood glucose. The customer had been using the insulin pump within 48 hours of the reported high blood glucose event. The customer stated that the insulin pump was under delivering as their blood glucose did not go down. The customer stated that the motor was not working. No further medical intervention or harms were reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 the customer was hospitalized for high bg's. Possible under delivery anomaly and motor anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No under delivery anomaly noted. No drive/motor anomaly noted during testing. The pump was programmed with test boluses and monitored. No bolus not delivered alarm during testing. The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no user suspend alarm or auto suspend alarm noted in the formatter hi(story file. There was a threshold suspend alarm noted in the formatted history file. (B)(6) 2022 10:13:07.000 alarmalertnotification faultnumber = threshold suspend alarm(809) please see below for the boluses programmed on the formatted hsitory file on the event date. (B)(6) /2022 07:37:40.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.8 02/20/2022 13:17:40.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 (B)(6) 2022 17:11:10.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.3 there was no pump error 37, pump error 38 or pump error 130 noted in the formatted history file. The pump passed the functional testing. Unable to confirm alleged high bg's. No drive/motor anomaly or under delivery anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.